Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is retained by hospital and is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An ntw was inserted, but while testing the grippers in the left atrium (la), it was observed the posterior gripper did not lower. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed. Another ntw was inserted and the mitral valve was successfully grasped. However, mr was unable to be reduced and the physician felt as though the leaflets were too long for the ntw clip. Therefore, the clip was removed and an xtw was successfully deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.